Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported waking up to high blood glucose readings of 400 mg/dl. Customer also mentioned that he can't rewind. No further information reported.